Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr replaced the main power switch to correct the reported issue. The fsr tested the unit and the unit passed to factory specifications.

Event description:
The customer reported while using the vela ventilator, the device will not power on. The customer stated that it does not power up while in ac but when switched to dc it powers up. Then when he turns it off and tried again with ac then it powers up. The customer initially stated that there was no patient involvement but upon further investigation, the customer stated there was a patient on the unit when the error occurred with no patient harm reported.